Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4), on (B)(6) 2021, it was noticed h6. Health effect - clinical code e2330 (pain) was erroneously omitted from the previous report. The code has been added to this report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 450cc and experienced deflation on the right side. The patient had a fall which led to bruising, pain, and a dislocated arm. This event may have caused or contributed to the deflation occurrence. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.